Event description:
On (B)(6) 2019, a reporter for the patient (the patient¿s pharmacist) contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch verioflex meter powered off during use. The complaint was classified based on the customer service representative (csr) documentation. The pharmacist was willing to provide only limited information. The reporter/pharmacist claimed that the meter had powered off during use around (B)(6) 2019. She was unwilling to say what medications the patient takes to manage her diabetes or whether she made any changes to her usual diabetes management routine as a result of the alleged issue. The reporter indicated that on (B)(6) 2019, the patient experienced a ¿coma/hypo¿ requiring emergency medical services (ems) intervention. (The csr documented that the reporter was not clear, as she first said that the patient's daughter had given an insulin injection further to hypo symptoms, but later said that the ems team gave an unknown injection to the patient because of coma). At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time. Based on the information provided, there was no trauma to the meter. The csr educated the reporter on the meter¿s behavior and auto-shutoff, but the issue remained unresolved. A replacement meter was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event requiring ems intervention, after an alleged power issue with the meter.